Event description:
Note: this is the 6th of 7 complaints that were reported for events that occurred during a single procedure. Of the 7 complaints only 2 were determined to be reportable. Reference manufacturer report #3005099803-2008-3249 for additional details. It was reported to boston scientific corporation on november 27, 2007 that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure in a female patient (weight unknown) in 2007. According to the complainant, "the physician explained that the jagwire seems to be more thicker than prevously used one. He experienced stiff feeling while he inserted the jagwire into a catheter and its skin peeled off." The procedure was completed with another jagwire guidewire. No patient complications were reported as a result of this event, and the patient's condition was reported as "stable" following the procedure.

Manufacturer narrative:
Visual examination of the returned device revealed that a fragment of pebax (coating)was missing from distal section of the device, exposing the core wire. The condition of the device suggests that the guidewire made contact with a sharp object, the cause of the damage is undetermined. A review of the device history record (DHR) of the pertinent lot revealed no anomalies.